Event description:
The account alleged that the head section will un-intentionally move when the head section is lowered to within several inches of being fully lowered. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.